Manufacturer narrative:
An event regarding pack damage involving a kinemax stem extender was reported. The event was confirmed. No adverse consequences to the patient were reported. Method & results: -device evaluation and results: visual inspection of the returned packaging determined that the pack had been subjected to excessive/incorrect handling, i.e. Compression, leading to the pack damage and the fractured flange of the outer blister. -device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. -complaint history review: chr review determined that there were no similar events reported for the lot. Conclusions: the investigation concluded that the packaging damage was caused by excessive/incorrect handling leading to the pack damage and the fractured flange of the outer blister.

Event description:
A package was broken and an implant exposed to contamination. Doctor used substitution. Outer package had some damages (dimples).

Event description:
A package was broken and an implant exposed to contamination. Doctor used substitution. Outer package had some damages (dimples).

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.